Event description:
The tourniquet port to an ats cylindrical tourniquet cuff broke off. There is the potential for the cuff to deflate during surgery. This problem was originally reported to zimmer by letter on 8/1/97 and the defective cuff was returned. The problem described is the same as reported in FDA enforcement report dated 7/2/97 recall #z-679-682-7, but, this lot number was not included in the recall. Rptr has requested the results of the co's evaluation by letter, fax and telephone and to date have not received any follow up.